Manufacturer narrative:
Additional information received indicated that, after the annuloplasty band was sutured into place, the mitral valve repair failed. The patient had continued mitral regurgitation due to issues with the patient's native leaflets which were not related to the band. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this annuloplasty ring was implanted and explanted on the same day. The reason for the explant is unknown. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: review of the information received indicates the failed repair is likely due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device. In this case, after the annuloplasty band was sutured into place, the mitral valve repair failed. The patient had continued mitral regurgitation due to issues with the patient's native leaflets which were not related to the band.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.